Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the patient was having issues with their stimulation settings and the issue began at least 2 years ago. Caller stated the patient went to a back surgeon and the surgeon thought the patient might need another back surgery but they thought it was the programming problem and they didn't think the stimulation was adequately programmed because the patient got too much electric stimulation. Caller noted the patient tried to self adjust the device but it wasn't working. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and provided nas phone number. Caller mentioned they texted representatives but no one contacted back.

Event description:
Additional information from the patient indicated that when they turned up the stimulation, they felt it too much, and it was not helping with the pain. They stated that nothing in particular led to the issue, and that it seemed like the original program no longer was working. They had an appointment with their hcp in (B)(6) 2024 and needed re-programming. The patient stated that the new programming works.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the stimulation was not too high, but noted it seemed like the signals and settings were incorrect. Pt noted they had no change in activity prior to the issue, but did note that the fall occasionally. Pt met with their hcp and it was found that their old program from 2019 was not working. One probe was not receiving data and the battery was starting to wear down. Pt was re-programmed. Pt noted they were still having battery and recharging issues, but their pain relief has improved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.